Manufacturer narrative:
Results: the lantern was kinked at approximately 58.0 cm from the hub. The device was fractured approximately 59.0 cm from the hub and the distal portion of the fractured catheter was not returned for evaluation. Conclusions: evaluation of the returned pod8 revealed pusher assembly kinks. If the device is forcefully advanced against resistance, damage such as pusher assembly kinks may occur. During functional testing, the embolization coil was unable to be advanced through the introducer sheath due to the pusher assembly kinks. The lantern used in the procedure was returned fractured and could not be functionally tested; therefore, the root cause of the resistance could not be determined. Evaluation of the returned pod pc revealed that the embolization coil was detached from the pusher assembly, and the pusher assembly was not returned. The proximal constraint sphere was detached from the proximal end of the embolization coil and not returned for evaluation. The proximal portion of the embolization coil was stuck inside the lantern. The remaining part of the embolization was outside lantern and had offset coil winds. Based on the returned condition, the root cause of the complaint could not be determined. Evaluation of the returned lantern revealed a fracture and kinks. The distal portion of the fractured catheter was not returned for evaluation. Based on the returned condition, the root cause of the complaint could not be determined. Penumbra coils and catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Section h. Box 6. Conclusions code 1: 4316 ¿ the investigation findings do not lead to a clear conclusion about the cause of difficulty advancing. This report is associated with MFR report numbers: 1. 3005168196-2020-00532 2. 3005168196-2020-00533.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report numbers: 3005168196-2020-00532, 3005168196-2020-00533.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using pod coils, pod packing coils (pod pcs), a lantern delivery microcatheter (lantern), and a non-penumbra guide catheter. During the procedure, the physician encountered resistance while advancing a pod coil through the middle of the lantern. Therefore, the pod coil was removed. Subsequently, a pod coil and three non-penumbra coils were implanted into the target vessel using the same lantern. While advancing a pod pc through the lantern, the physician encountered resistance in the same location as the pod coil. Therefore, the pod pc was removed with the lantern. The procedure was completed using another lantern, two pod pcs, and the same guide catheter. There was no report of an adverse effect to the patient.